Manufacturer narrative:
Date of event: unknown, the best estimate is (B)(6) 2021. Device expiration date: unknown as the serial number was not provided. A complete catalog# is unknown as the serial number was not provided. UDI number is unknown as the serial number was not provided. If implanted; give date: n/a (not applicable). Unknown, if the lens was implanted. If explanted; give date: n/a (not applicable). Unknown, if the lens was implanted and therefore unknown if explanted. Device manufacturer date: unknown as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of a tecnis simplicity were sticking during insertion. The scrub technician stated that she used saline to lubricate and it still stuck. There was no patient injury reported. No additional information provided.

Manufacturer narrative:
Device evaluation: the reported dcb00 was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. No product deficiency identified. Manufacturing records review: the manufacturing process record could not be performed as the serial number is unknown. Historical data analysis: the complaint history review could not be performed as the manufacturing serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.